Event description:
It was reported that a user experienced a scan error when attempting to pair a new continuous glucose monitor, after which rescanning was successful and the sensor entered the warmup state. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no alerts or alarms, and no hospitalization. Investigation included troubleshooting and user education by customer support. Investigation of this case revealed that the initial scan error resolved with a repeat scan and successful pairing, consistent with expected behavior when a sensor is in warmup and not indicative of a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction during the sensor warmup period.